Event description:
It was reported that the device illuminated a service indication and logged several fault codes in the memory possibly indicating a critical failure. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported fault codes logged in the memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio evaluated the removed therapy pcb assembly at the failure analysis center. Further testing was unable to determine the cause of the observed fault codes in the memory.